Event description:
It was reported that there was subject device had black like soot on its tip. The issue occurred during the preparation of the procedure. The procedure was completed using the same device. The device was inspected prior to use. There was no report of patient harm.

Manufacturer narrative:
E1 facility name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.